Event description:
Pt undergoing arteriogram. Arteriotomy site to be closed with tech star xl 6 french percutaneous vascular surgical device when device fractured and could not be retrieved. Upon withdrawal, the needles became lodged in soft tissue. Device removed surgically on 3/27/98.